Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging discrepant high inratio value. On (B)(6) 2014, inratio 6.6, lab 2.2. Time between tests = three hours apart. Patient's therapeutic range 2-3. No reported adverse patient sequela. No additional information provided.